Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report# 1627487-2018-06301; reference MFR. Report# 1627487-2018-06303. It was reported the patient was dissatisfied with the system functionality. Surgical intervention may take place later to address the issue.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-06301. Reference MFR. Report# 1627487-2018-06303. Additional meaningful information received indicated that the system was explanted.